Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. Nevro is awaiting the return of the device. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
It was reported that during the trial, after the doctor pulled the lead out, an x-ray showed that an unidentified piece was left inside the patient. There were no additional complications when placing the new leads and doctor decided to leave the piece inside the patient. There have been no reports of further complications regarding this event.

Event description:
Additional information indicated that when the patient was implanted with the permanent device, the implanting surgeon was able to remove the piece of lead that broke off inside the patient during her trial. There have been no reports of further complications regarding this event.

Manufacturer narrative:
Updated sections: b5, g1, h2. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6 codes for type of investigation, investigation findings and investigation conclusion. The investigation confirmed that the stylet pierced through the tip of the returned trial lead. Visual and microscopic inspections showed damage at the distal end and revealed the stylet endstop was missing. X-rays indicated the endstop had been pushed into the patient¿s epidural space and was later removed during the permanent procedure. The likely cause was excessive force during implantation, possibly due to the lead tip catching on scar tissue. Although misuse during the procedure is suspected, a definitive root cause couldn¿t be confirmed due to lack of evidence of abnormal practices. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.